Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was recently dropped into water. Blood glucose level at the time of the incident was 151 mg/dl. Customer also reported having a blood glucose level of 323 mg/dl and ketones the night before the call. During troubleshooting, the device failed the self test. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on the electronic stack. Device had moisture damage on the motor. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display. Device received with cracked reservoir tube lip, minor scratched display window and cracked battery tube threads.